Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision/removal of anterior vaginal mesh, revision/removal sling, adjacent tissue transfer and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to pelvic pain, dyspareunia and complications of genitourinary device.

Event description:
Details: it was reported that the patient underwent revision/removal of anterior vaginal mesh, revision/removal sling, adjacent tissue transfer and cystoscopy on (B)(6) 2016 by dr. (B)(6), due to pelvic pain, dyspareunia and complications of genitourinary device.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that the patient underwent vaginal mesh excision on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh implantation for stress urinary incontinence, vaginal pain, rectocele and cystocele. Due to mesh erosion, dyspareunia and pain, mesh was removed on (B)(6) 2011 and (B)(6) 2011.